Event description:
Ous MDR - the patient experienced permanent fever after thrombophlebitis. There was vegetation on this lead. Per the doctor, an infection of the ICD electrode vegetation (B)(6) was found. The patient underwent transoesophageal echocardiography. Antibiotic therapy was started and the ICD was explanted. There is no mention of this lead being explanted. All available information suggests this lead remains actively implanted.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident.